Manufacturer narrative:
Patient information was requested from china product support and no response was received.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk error. The customer reported that the unit was in use on patient, but there was no patient harm reported.